Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) powers on, goes into windows, displays a not enough voltage error message and then shuts off. The same power supply is being used with the other cns and that one is working fine. Not in patient use and was found when installing the device. Service requested / performed: the device, (cns-6201a, serial number (B)(6), was returned, cleaned, decontaminated, and evaluated. During evaluation, we were able to duplicate and confirm the reported issues were due to damaged/defective hdds (hard disk drives), which needed replacement to resolve the issue. Once the hdds were replaced and re-imaged, the device was subjected to a comprehensive program of testing, inspection, and extended stress testing, passing all post repair testing, inspections, and meeting specifications in all areas, to no adverse effect. The device was then prepared for shipment back to the customer, to resolve the issue. Investigation conclusion: based on the available information reported, we were able to confirm the reported issues, were due to defective/damaged hdds (hard drives). Once the hdds were replaced the device functioned normally, meeting specifications in all areas. A definitive root cause on how the damage occurred, could not be determined, as damage issues are user dependent. However, in this case, it is likely the hdds were damaged due to either a user related error (ungraceful shutdown, or power surge), or physical damage, (that could have occurred during installation, due to mishandling/droppage), and/or wear and tear from use. We have identified potential causes of the reported issues below for reference. Potential causes: spontaneous shutdown/boot looping/hard drive issues: when the cns experiences a boot looping and/or start up issues, it can be caused by a variety of events. These events include user related ungraceful exits or unexpected shutdowns, power outages, generator tests, uninterruptable power supply (failure) or power failure and/or power surges. These are environmental factors impact device functionality and cause damage to sensitive hard drives and lead to hard drive failures. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Potential causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. App advisory errors: we have identified some potential causes of the cns device experiencing app advisory error message issues, which are typically due to, but are not limited to, user related setup/installation errors and/or software, network/connectivity/environmental/it issues, software or file corruption, (typically due to user related errors, power surges, power issues, or power outages), and/or damage to the device or its components. These identified potential causes, are not limited to, and explained in further detail below. User related setup/settings/installation error issues: set up and installation issues, (such as incorrect settings, maintenance and calibration issues, software related issues leading to data flow issues, incorrect connection, setup or connection of cables, monitors, devices ect.). If a setup/installation issue occurs, it is typically due to a user related error, due to lack of education. User related setup and installation issues can also lead to the cns device experiencing multiple issues, including the display of application advisory error messages. Software and/or file corruption/ungraceful exits/improper shutdown issues: software and/or file corruption issues may affect the operation of the system and lead to application advisory errors. Should the software and/or file become corrupt, re-installing the file and/or software would resolve the issue. The most common root causes of software and/or file corruption are ungraceful exits or improper shutdowns. Ungraceful exits or power loss during software and/or operations are likely to result in corruption of files and/or software. In some case, corruption issues can lead to damage to sensitive components, such as hard disk drive failures and/or damage (see damage section below). Damage issues (including hard disk drive damage due to corruption): damage to the device or its components or hardware used in conjunction with the device can lead to app advisory or error message issue. Damage can include hard disk drive damage, which can occur due to file corruption, software corruption, power surges or power outages at the facility, which can all lead to permanent damage to the sensitive hard disk drive.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) powers on, goes into windows, displays a not enough voltage error message and then shuts off. The same power supply is being used with the other cns and that one is working fine. Not in patient use and was found when setting up the device.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) powers on, goes into windows, displays a not enough voltage error message and then shuts off. The same power supply is being used with the other cns and that one is working fine. Not in patient use and was found when installing the device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) powers on, goes into windows, displays a not enough voltage error message and then shuts off. The same power supply is being used with the other cns and that one is working fine. Not in patient use and was found when setting up the device.